Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/27/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One open box with ten (10) representative unopened samples was received for analysis. Product code w9230. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One detached needle was received for analysis. The product code is w9230. The visual assessment of the needle noted that the swage and attachment area were observed as expected. The barrel hole of the needle was examined under magnification, and no suture remnant was found. The suture was not returned for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4) d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm if all 11 devices demonstrated the alleged deficiency. In this case, the user was using products from the same lot number(tdbdgps0), and after encountering two consecutive defective products, so, user decided to submit all products (11 ea) from that lot. Consequently, the 11 returned samples consist of defective units and representative samples. The following information was requested, but unavailable: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no patient involvement, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown. A manufacturing record evaluation was performed for the finished device number, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Needle was detached from suture. No adverse patient consequences were reported. Additional information was requested.